Event description:
(B)(4). Leica microsystems ((B)(4)) ag received a complaint from (B)(6) on 06/18/2015 stating that there was a defect in the main switch of the affected m500n ohs1. Further information was received in the course of the complaint investigation: the failure occurred on (B)(6) 2015. There was no patient injury. The procedure was completed with another device.

Manufacturer narrative:
This is an initial and final report. An investigation was conducted by the specification developer. The design records were reviewed. Results showed that the component specifications were within the acceptable limits. The definite root cause of the reported malfunction could not be determined because the defective part was discarded. Therefore, further investigation cannot be performed on the defective part. The surgical microscope was repaired and is now in use.